Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced significant pain, nausea, infection, inflammation, infection, drainage, and scarring. Treatment provided for these conditions include hospitalization, wound debridement, and surgical removal of the mesh.